Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil was noted to be perforating through the left uterine cornua') in an adult female patient who had essure (batch no. D19666) inserted for female sterilisation. The patient's medical history included pelvic pain and morbid obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh bilateral salpingectomy/essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Batch no d19666, production date 2014-10-21, expiration date 2017-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil was noted to be perforating through the left uterine cornua') in an adult female patient who had essure (batch no. D19666) inserted for female sterilisation. The patient's medical history included pelvic pain and morbid obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh bilateral salpingectomy/ essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.